Manufacturer narrative:
The manufacturer previously reported a ventilator failed to power on as designed. There was no harm or injury reported. The customer was contacted by the manufacturer's field service engineer for troubleshooting guidance. The device failed to power on and no fan operation occurred, and the screen was unable to be viewed. The customer will be repairing the device themselves. The device will not be returning for evaluation. The device's system board and power supply were replaced by the customer and returned to the manufacturer's product investigation laboratory (pil) for investigation. The components were tested, and both were found to operate as designed. No malfunction of either component was noted. The components were scrapped.

Event description:
The manufacturer received information alleging a ventilator failed to power on as designed. There was no harm or injury reported. The customer was contacted by the manufacturer's field service engineer for troubleshooting guidance. The device failed to power on and no fan operation occurred, and the screen was unable to be viewed. The customer will be repairing the device themselves. The device will not be returning for evaluation. The customer will call back if the troubleshooting is unsuccessful. No root cause was established at this time. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.